Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a peritoneal dialysis (pd) patient who expired. A peritoneal dialysis registered nurse (pdrn) stated that the cause was unrelated to pd therapy. The pdrn did not provide further information. The cause of date of event are unknown. Follow up was attempted but unsuccessful. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Clinical review: a clinical investigation was not performed as there was no documentation or indication that fresenius product or device caused or contributed to a serious adverse event. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
Medical records were received and reviewed. The patient was hospitalized and underwent coronary artery bypass surgery, and placement of a left atrial appendage clip. The patient required bronchoscopy and brocho-alveolar lavage for pulmonary secretions post-surgery. The patient continued pd therapy throughout hospitalization. The patient spend ten days in the hospital and then the patient¿s family decided to withdraw care and the patient expired. Should additional information become available, the file will be reassessed and updated accordingly.